Event description:
Allegedly slight protrusion of acetabulum. The original surgeon did not perform the revision surgery.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00900.